Manufacturer narrative:
The faulty ups has not been received from the customer. (B)(4). When more information becomes available, a supplemental report will be submitted. Hardware not yet returned.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that upon arriving in the morning, an "electrical burn" odor could be smelled in the lab. The customer confirmed that no patient was present when the problem occurred. If parts of the hemo system become energized, there is a potential for direct harm to the patient and/or user including electrical shock or burns. However, the customer confirmed that no patient or staff member was neither injured nor needed treatment as a result of this event. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) 2016. The faulty ups (uninterrupted power supply) was returned to merge healthcare on 15jul2016 for evaluation. The evaluation results showed that the batteries were defective and there was no fluid leakage. The batteries were subsequently replaced and the unit passed all tests. It was then sent to service stock. Information found in the tripp lite owner's manual for smart and omnismart medical grade ups systems (smart1200xlhg, agsm1200psr3hg) found the following: basic operation: since the runtime performance of all ups batteries will gradually deplete over time, it is recommended that you periodically perform a self-test (see "mute/test" button description) to determine the energy level of your ups batteries before a blackout or severe brownout occurs. During a prolonged blackout or severe brownout, you should save files and shut down your equipment since battery power will eventually be depleted. When the led turns red and an alarm sounds continuously, it indicates the ups's batteries are nearly out of power and ups shut down is imminent. To run a self-test: with your ups plugged in and turned on, press and hold the mute/test button for two seconds. The alarm will beep several times and the ups will perform a self-test. See "results of a self-test" below. Note: you can leave connected equipment on during a self-test. Your ups, however, will not perform a self-test if it is not turned on (see "power" button description). Caution! Do not unplug your ups to test its batteries. This will remove safe electrical grounding and may introduce a damaging surge into your network connections. Results of a self-test: the test will last approximately 10 seconds as the ups switches to battery to test its load capacity and battery charge. If the "output load level" led remains lit red and the alarm continues to sound after the test, the ups's outlets are overloaded. To clear the overload, unplug some of your equipment and run the self-test repeatedly until the "output load level" led is no longer lit red and the alarm is no longer sounding. Caution! Any overload that is not corrected by the user immediately following a self-test may cause the ups to shut down and cease supplying output power in the event of a blackout or severe brownout. If the "battery warning" led remains lit and the alarm continues to sound after the test, the ups batteries need to be recharged or replaced. Allow the ups to recharge continuously for 12 hours, and repeat the self-test. If the led remains lit, contact tripp lite for service. If your ups requires battery replacement, visit www.tripplite.com/products/battery-finder/ to locate the specific tripp lite replacement battery for your ups. The following information was found in the tripp lite msds (material safety data sheet): toxicological information: toxicity data: not available irritation date: the internal battery materials may cause severe irritation to eyes and skin. Causes burns. Carcinogenicity: the international agency on cancer (iarc) has classified "strong inorganic acid mists containing "sulfuric acid" as a category 1 carcinogen (inhalation), a substance that is carcinogenic to humans. This classification does not apply to sulfuric acid contained within the battery. Misuse of the product, such as overcharging, may result in the generation of sulfuric acid mist at high levels. Based on the above information, conclusions code 51 (maintenance deficiency) was used. It has been deduced that periodic self tests may not have been performed by the user as recommended in the owner's manual. Revised information contained in this supplemental report includes the following: device availability, updated contact office - name/address, date new information received by manufacturer (hardware evaluation date), indication that this is follow-up report 1, indication of additional information and device evaluation, indication that the device evaluated by manufacturer. (B)(4). Indication of additional manufacturer information and corrected data are contained in this follow-up report.